Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data sync downloads were failed due to full databases. A technical support specialist completed the controlled purge, and the server purge was set to current. Most medstations in the facility had reached the 10 gb database size limit, which caused data sync downloads to fail. This led to inaccurate patient and order data being recorded during that period. To resolve the issue, all affected stations were re-synced with the server to ensure data accuracy. After re-syncing, it was confirmed that the station database sizes had decreased, and the server purge was up to date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had database bloating issue, preventing user from removing the required medications and causing patient care delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had database bloating issue, preventing user from removing the required medications and causing patient care delays. There were no adverse events or injuries reported based on this event.